Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit had an error message of low battery and indicator blinking. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The unit was found to be working okay, but an error message of low battery was displayed with the battery icon flashing. The fse replaced the power supply charger. The unit was working satisfactorily in both the ac mains and the battery. The battery level indicator was working. The iabp was handed over to the customer in good, working condition.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had an error message of low battery and the empty battery indicator was blinking. There was no patient involvement.